Manufacturer narrative:
(B)(4). The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt544 nasal cannula was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Result: visual inspection revealed that the nasal cannula was broken at the right headgear connection. A lot check revealed no other complaints of this nature for lot number 120906. Conclusion: we were unable to determine how the cannula came to be damaged. However it was most likely due to overtightening of the head strap. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.

Event description:
A hospital in (B)(6) reported via our distributor that the opt544 optiflow nasal cannula broke during use. No patient consequence was reported.